Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code 110b check vent: proximal pressure sensor auto zero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that an authorized service provider (asp) technician installed a new flow senor assembly previously for another issue on another case and now the unit is displaying an error 110b. The proximal pressure is not measured, and pressure-related alarms are compromised. The rse provided troubleshooting steps: 1. Verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba). 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). 3. Replace the da pcba. The rse dispatched an onsite field service engineer (fse) for repair.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse inquired with client, error occurred within an hour of running the device on june 8th and june 10th. The diagnostic report (drpta) pulled up code 110b. The data acquisition (da) printed circuit board assembly (pcba) connection to solenoid is the first solution for that code in the v60 manual. A repair was done on may 31, 2024, to replace the o2/air sensor which involved reseating the da pcba. If it didn't properly seat it would cause that error. First course of repair was to reseat the board. The da pcba was reseated, and the device was run for 30 minutes. The log was cleared and a new drpta was run. No errors came up on the report. The client ran the device overnight. The fse called the client and was told the device had no problems. Reseating the da pcba corrected the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.